Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported an ¿incompatible os or incompatible device¿ issue with the freestyle librelink app and as a result, the customer was unable to install the application. The customer experienced dizziness and trembling and self-presented at the ER. The customer received unspecified medical treatment from both a non-healthcare professional and a healthcare professional however, treatment details were not provided as no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. The user reported reader broke and could not install application since the app is not compatible with her device. An investigation on the freestyle librelink complaint was performed and determined that there were no issues with the librelink application that would have led to the complaint. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
A caller reported an ¿incompatible os or incompatible device¿ issue with the freestyle librelink app and as a result, the customer was unable to install the application. The customer experienced dizziness and trembling and self-presented at the ER. The customer received unspecified medical treatment from both a non-healthcare professional and a healthcare professional however, treatment details were not provided as no further information was reported. There was no report of death or permanent injury associated with this event.